Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information on november 5, 2015 that this patient was presented to the electrophysiology (ep) laboratory on (B)(6) 2015. A product experience was reported due to failed defibrillation threshold testing. The patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2015. The electrode was repositioned. According to the clinical report form, the failed defibrillation threshold test was not related to the device or study implant procedure. The procedure note did not indicate that conversion testing was undertaken at that time. The procedure and follow-up notes did not indicate any adverse events associated with the electrode repositioning procedure. The device and electrode remained in-service. Boston scientific received information in june 2017 that the failed dft testing during the implant procedure was related to electrode in anterior chest being more superficial than expected.